Event description:
It was reported the patient had experienced shocking/jolting near the shoulder blade where the lead ends. No other symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.